Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported the patient had instances of ventricular loss of capture. The ventricular lead was also noted to have high impedance. The device was programmed to increase the thresholds and no other episodes of loss of capture were noted. The device was explanted and replaced. The ventricular lead remains in use. No patient complications were reported as a result of this event.